Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken femoral trial requires replacement, please ship on (B)(6). Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.